Event description:
The customer alleged 7200 ventilator's audio alarm was intermittent. The mallinckrodt customer support engineer (cse) inspected the device and could not duplicate the reported problem. The unit passed extended self testing. It is not verified that 7200 ventilator's audio alarm was intermittent, and no malfunction may have occurred. This report is not an admission by mallinckrodt that this device caused or contributed to the event alleged in this report.